Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colon resection procedure, while using the device for closure of the anastomosis, the device fired partially. They were staples released, but fell out of the bowel immediately after. A second staple load was inserted and fired without any problem. There was no patient injury.